Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7170626, medical device expiration date: 06/30/2022, device manufacture date: 06/19/2017. Medical device lot #: 7170627, medical device expiration date: 06/30/2022, device manufacture date: 06/19/2017. Medical device lot #: 7179892, medical device expiration date: 05/31/2022, device manufacture date: 06/28/2017. Medical device lot #: 7179894, medical device expiration date: 05/31/2022, device manufacture date: 06/28/2017. Medical device lot #: 7206988, medical device expiration date: 07/31/2022, device manufacture date: 07/25/2017. Medical device lot #: 7227660, medical device expiration date: 08/31/2022, device manufacture date: 08/15/2017. Medical device lot #: 7227664, medical device expiration date: 08/31/2022, device manufacture date: 08/15/2017. Medical device lot #: 7227702, medical device expiration date: 08/31/2022, device manufacture date: 08/15/2017.

Event description:
It was reported that bd¿ luer-lok syringes had foreign matter and scale marking error. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history review was completed with no defects found during the production of all reported lot numbers. Additionally, no quality notifications were written for any of the batches reported. No root cause can be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.

Event description:
It was reported that bd luer-lok syringes had foreign matter and scale marking error. There was no report of exposure, serious injury or medical intervention.